Event description:
A patient contacted baxter's technical service center regarding questions about therapy and programming, which occurred on the homechoice pro (hcp) during use during drain 4 of 4. The patient stated he just got this hcp because of an overfill issue and then that morning he got a low ultrafiltration (uf) and then had a drain volume of 5000ml. The patient's fill volume equaled 3000ml. This met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The patient did not feel like it was a machine issue. The patient felt like it could be a programming issue and had questions about the drain percentage and drain logic. The technical service representative (tsr) explained the drain logic and that the hcp was defaulted to 85%. The patient stated he read that in the manual and mentioned it to his registered nurse (rn). The patient stated the rn acted like she did not know what the patient was talking about. The patient stated that his rn would not make any programming changes and kept putting the issue off on the machines being the issue. The tsr advised the patient to speak with his doctor if he did not feel confident speaking to the nurse anymore. The tsr explained that any program changes would have to come from the doctor or nurse. The patient just wanted his rn to listen to him about the drain percentage. The tsr advised the patient to have his rn call baxter if she needs more explanation. The patient was going to use the hcp that night but he stated that he was going to set his alarm so that he woke up in the middle of therapy so that he could get out of bed and move around. The patient stated that was what he has to do in the morning to finish his last drain because he drains better standing. The patient would contact the rn again about the programming or would speak with his doctor. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the patient's rn on (B)(6) 2012. The rn was aware of the situation. The rn stated that the patient's ultrafiltration (uf) was negative throughout therapy, and then when he got to the last drain he drained out approximately 5000ml. The rn stated that she proceeded to talk to her clinical educator who suggested raising the minimum drain percentage from 85% to 95%. The rn stated she raised the volume and when she talked to the patient last night he said the he did not experience any symptoms or abnormally large drain volumes. The rn confirmed the patient's largest prescribed fill volume is 3000ml. The rn stated she would be seeing her clinical educator this week to further discuss the patient's therapy parameters. There was no patient injury or medical intervention reported. No further information was available.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to a false empty detect and use error, the clinician inappropriately setting the minimum drain volume percent setting too low. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.